Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strip has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved with this complaint were found have an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The subject meter has been returned however product analysis has not yet been completed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her verioiq meter had displayed an unknown "error" message. The patient did not recall the specific error message the meter gave. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged error message appeared intermittently and been an "ongoing" issue for "several years". The patient informed the csr that she takes a set dose of insulin to manage her diabetes. During the follow-up call, the patient confirmed she was usually able to successfully test and obtain a blood glucose reading when she re-tested with a new strip. The patient mentioned that if she was unable to obtain a reading she would take her insulin as usual. The patient reported developing symptoms of "dizzy, shaky and short" on an unspecified date after the error message began appearing intermittently. During the follow-up call, the patient claimed that the symptoms were most likely due to a heart condition. The patient confirmed she was hospitalized due to a heart attack and mentioned she suffered a stroke while hospitalized. The patient stated she did not recall if she tested with the subject meter at the onset of symptoms. However, at the time the patient initially contacted lfs to report error message, she reported that her blood glucose had registered "12.0 mmol/l (216 mg/dl)" when tested with an ER/hospital meter. No additional information regarding the patient's symptoms or hospitalization was provided. During the middle of the follow-up call, the csr noted that the patient declined to answer additional questions. At the time of troubleshooting, the csr noted that the reporter did not have testing supplies with her. The alleged meter issue remained unresolved. Replacement products were sent to the patient. Although the patient was hospitalized, there is no indication that the alleged meter issue caused and/or contributed to a serious injury. During the follow-up call, the patient reported that she was hospitalized due to suffering a heart attack and associated the symptoms she had developed to a heart condition. In addition, the reading of "12 mmol/l" obtained with another device does not meet lfs' criteria of serious injury. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ (07/24/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error unknown, 2, and 4 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.